Event description:
Customer alleges discrepant results with meter. Pt's target therapeutic range is 2.0-3.0. Physician instructed pt to increase coumadin by 2.5mg due to meter result of 1.2 on (B)(6) 2011. Pt has been has been on coumadin for many yrs, but just started using meter on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.